Manufacturer narrative:
Additional wire ties were provided and applied to driveline prior to use. The results of the investigation will be provided in a follow-up MDR.

Event description:
Driveline on right side was missing wire ties on the right cpc connector.

Event description:
Driveline on right side was missing wire ties on the right cpc connector.

Manufacturer narrative:
Product was not returned to manufacturer for investigation. The manufacturing process incorporates drivelines ordered from proven process medical devices as a sterilized part, enclosed in a peel pouch. The missing zip ties were two of four that are attached by proven process medical devices prior to sterilization and during manufacturing. Failure investigation for this complaint confirmed the reported issue. The customer complaint could not be replicated; the root cause of the reported missing zip ties was determined to be an out of box failure. This was due to a third-party manufacturing error where the zip ties were not attached as intended. The customer was able to attach additional zip ties included as "as needed" replacements, from a provided connector kit, without issue. Failure investigation identified no test failures or damage that could have contributed to the reported event. There is no trending or prior example of missing drivelines and is considered to be an isolated incident that does not require further investigation or intervention. No adverse impact to patient reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.